Manufacturer narrative:
Updated data: b5, h6 (annex f). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that additional investigations into the event included full blood count, c-reactive protein (crp), chest x-rays, and urine culture (mcs). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data/corrected data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, while loading the valve, the capsule guide tube of the compression loading system (cls) was not able to be brought back by the loader to expose the paddle pockets. The capsule guide tube from a second loader was used but yielded the same results. A second cls was attempted first but this did not resolve the issue. A replacement delivery catheter system (dcs) was opened and used with the second cls, the valve was able to be loaded with no issues and the valve was implanted. Per the field representative, it appeared that the stability layer of the first dcs was either too long or slightly raised at the end. One day later a brief run of sinus tachycardia was noted on telemetry. The sinus tachycardia was deemed normal for the patient. Per the physician, the transcatheter aortic valve implantation (tavi) procedure was a possible contributing factor. The no treatment was provided and the sinus tachycardia resolved the same day. Two days following the tavi procedure, the patient presented to the emergency department with complaint of pain in the left arm. Upon assessment, the patient was hypotensive and fevers. The patient was admitted. Upon review of all data, the patient was presumed to have sepsis. Blood cultures were drawn and tested positive. The patient administered antibiotic medication via intravenous therapy. Per the physician, the tavi procedure and valve were possible contributing factors. The patient was discharged four days after presentation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, lot#: 0011818997, ubd: 2025-06-11, UDI#: (B)(4), product ID: l-evolutfx-2329, lot#: 0011433968, ubd: 2024-10-02, UDI#: (B)(4), h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, while loading the valve, the capsule guide tube of the compression loading system (cls) was not able to be brought back by the loader to expose the paddle pockets. The capsule guide tube from a second loader was used but yielded the same results. A second cls was attempted first but this did not resolve the issue. A replacement delivery catheter system (dcs) was opened and used with the second cls, the valve was able to be loaded with no issues and the valve was implanted. Per the field representative, it appeared that the stability layer of the first dcs was either too long or slightly raised at the end. One day later a brief run of sinus tachycardia was noted on telemetry. No treatment was provided and the sinus tachycardia resolved the same day. Two days following the transcatheter aortic valve implantation (tavi) procedure, the patient presented to the emergency department with complaint of pain in the left arm. Upon assessment, the patient was hypotensive and febrile. The patient was admitted. Upon review of all data, the patient was presumed to have sepsis. Blood cultures were drawn and tested positive. The patient administered antibiotic medication via intravenous therapy. Per the physician, the tavi procedure was a possible contributing factor. The patient was discharged four days after presentation. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, while loading the valve, the capsule guide tube of the compression loading system (cls) was not able to be brought back by the loader to expose the paddle pockets. The capsule guide tube from a second loader was used but yielded the same results. A second cls was attempted first but this did not resolve the issue. A replacement delivery catheter system (dcs) was opened and used with the second cls, the valve was able to be loaded with no issues and the valve was implanted. Per the field representative, it appeared that the stability layer of the first dcs was either too long or slightly raised at the end. One day later a brief run of sinus tachycardia was noted on telemetry. The sinus tachycardia was deemed normal for the patient. Per the physician, the transcatheter aortic valve implantation (tavi) procedure was a possible contributing factor. The no treatment was provided and the sinus tachycardia resolved the same day. Two days following the tavi procedure, the patient presented to the emergency department with complaint of pain in the left arm. Upon assessment, the patient was hypotensive and fevers. The patient was admitted. Upon review of all data, the patient was presumed to have sepsis. Blood cultures were drawn and tested positive. The patient administered antibiotic medication via intravenous therapy. Per the physician, the tavi procedure and valve were possible contributing factors. The patient was discharged four days after presentation. No additional adverse patient effects were reported. Additional information reported that additional investigations into the event included full blood count, c-reactive protein (crp), chest x-rays, and urine culture (mcs). No additional adverse patient effects were reported. Additional information was received confirming endocarditis was not diagnosed.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.